Event description:
It was reported that the patient underwent a revision approximately 18 days post-implantation due to purulent arthritis following a total hip arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 11-165218 lot# 67454487 ringloc bi-polar 28x47mm. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.